Event description:
A malfunction alarm was reported with code malf 12, but notably, no significant events occurred prior to the malfunction. There was no adverse impact to the customer's blood glucose level. The customer had not reset the pump for this issue before, so technical support provided reset instructions and assisted with resetting the pump. After the reset, the malfunction did not occur again, allowing the customer to continue using the pump. Customer was advised to reach out should the malfunction recur, and they understood this guidance.